Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: catheter, percutaneous / dilator, vessel, for percutaneous catheterization / introducer, catheter.

Event description:
It was reported that torflex transseptal guiding sheath was selected for pulmonary vein isolation. During the procedure transseptal puncture was challenging and the physician had to drop down and reposition catheter multiple times before puncturing. Transseptal puncture was successful in left atrium. However, as the septum was stiff, the physician struggled to cross. Also, the end of the torflex transseptal guiding sheath was damaged. It was confirmed that no damage was noted to the outer box. The introducer sheath was used for formal access. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.